Event description:
It was later reported there was ¿no¿ procedural delay. The reported event was observed in the beginning of the preparation stage for case slated to start later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer feedback. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the reported event was caused by unclean metal contacts of the subject device. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warnings and cautions: disappeared or frozen endoscopic image: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus customer support technician advised the user to turn off the clv-190 (evis exera iii xenon light source), unplug the scope, clean the gold contact pins on the scope, and plug the scope back into the tower. The customer replied that the error code went away, the unit was working fine, and no further assistance was needed. The subject device is not expected to be returned for evaluation as the issue was resolved.

Event description:
A nurse at the user facility reported that scope communication error b30 occurred with the subject device. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.